Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a broken belt clip slot, a cracked reservoir tube, and a stained lcd resilient cover.

Event description:
The customer reported via phone call that she was looking at the bolus history and hit the down arrow button but nothing happened on the insulin pump. Customer took the battery out and put it back in. Customer then received a button error alarm. Customer was trying to deliver a bolus at the time. Customer's blood glucose reading was 176 mg/dl at the time of the incident. Customer gave herself a 40 unit bolus after she ate. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.